Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high right ventricular (rv) lead and left ventricular (lv) lead pacing impedances over the past year. Current rv lead pacing impedance measurements are out-of-range. Based on the fact that the lv impedance measurements mirror the rv impedance measurements, boston scientific technical services (ts) suspects the issue is related to patient condition or medication changes. The patient's spouse noted that for the past 20 days the patient has little appetite. No intervention is planned and the patient will be monitored.